Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4). No device problem found. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: an opened box with eighteen packets of product code pdp9967 were returned for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue on the suture and no defects were observed during evaluation. Functional test was performed, and the pull force result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. The following information was requested, but unavailable: it was reported that "suture detached from needle when tension applied. Used 3 sutures and the same thing happened. Removed box from circulation." Did the suture detach before use on patient or did the suture during use on patient. Please specify for each of the 3 sutures. How was the procedure completed? Event date? Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. I¿m afraid I¿ve not had any response back from the customer (I did cc you in on the request for information) so am unable to furnish you with the information requested. If I do get a reply I will forward with urgency. Events reported via:2210968-2021-10772, 2210968-2021-10775.

Event description:
It was reported that a patient underwent an unknown procedure in 2021 and suture was used. During the procedure, the suture got detached from the needle. There were no patient consequences reported. Additional information was requested.